Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that there was a connection issue between the lead and the header. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and the patient lead impedance was 1300. On (B)(6) 2025, the patient's lead impedance was 3900 and as of (B)(6) 2025, remained stable. It was suspected that there was an issue with the connection between the lead pin and set pin in the header of the ipg and the root cause of the event was being further investigated. The patient was seen for a follow up on 10-dec-2025 and it was noted that the impedance was still high and the device was not in compliance. An x-ray revealed and confirmed the connection issue between the lead and the header as the lead pin was not visible past the distal block in the header. A lead revision occurred on (B)(6) 2026 and the impedance issue resolved. The patient was seen for a follow up on 27-jan-2026 and it was confirmed that the lead impedance trend returned to normal since the revision.